Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The serial number and therefore the date of manufacture are unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a caller (customer's father) contacted adc to request a replacement meter for his son. During the call, the father reported his son's meter gave unspecified low readings that they thought were normal. The father indicated his son was taken to a hospital where an unspecified high result was obtained from the hospital meter. Customer's father noted customer was in the hospital at the time of his call. No dates were given for the adc meter reading(s) or the hospital visit, and no readings were provided. The father declined to complete troubleshooting or provide further information. There was no report of death or permanent injury associated with this event.